Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was not reported by the customer. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint received from a medwatch ((B)(4)). Complaint description : "while drawing labs from femoral broviac, which is positional, gently straightened patient's leg to draw. Patient became agitated. Patient was laying on left side but started arching back more and turning toward right side. Patient repositioned to right side while holding patient's arms down. Vent circuit tubing repositioned without issue. As finished repositioning patient, found the endotracheal tube (ett) cuff tubing next to patient in the bed. Patient's cuff was already deflated. Tubing appeared to be fully intact and had come off from the base (the patient did not bite the tubing off). Patient vs and eto2 remained stable throughout. Ordered cxr; patient ett remained at 11.5cm at the lip. At no point during this situation was the ett or circuit tubing pulled on. Unclear how the cuff tubing dislodged."

Manufacturer narrative:
(B)(4). Medwatch: (B)(4). Teleflex has attempted to contact the reporter for additional information with no response from the reporter. The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint received from a medwatch ((B)(4)) complaint description : "while drawing labs from femoral broviac, which is positional, gently straightened patient's leg to draw. Patient became agitated. Patient was laying on left side but started arching back more and turning toward right side. Patient repositioned to right side while holding patient's arms down. Vent circuit tubing repositioned without issue. As finished repositioning patient, found the endotracheal tube (ett) cuff tubing next to patient in the bed. Patient's cuff was already deflated. Tubing appeared to be fully intact and had come off from the base (the patient did not bite the tubing off). Patient vs and eto2 remained stable throughout. Ordered cxr; patient ett remained at 11.5 cm at the lip. At no point during this situation was the ett or circuit tubing pulled on. Unclear how the cuff tubing dislodged."